Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Contact was unsure if blood glucose levels were impacted due to this reported issue. In addition, it was reported that the customer entered too many carbohydrates into the pump which caused more insulin to be delivered than needed. Customer's blood glucose level was 77 mg/dl. Customer ate carbohydrates to address blood glucose levels, and contact stated that she does not believe the over delivery of insulin was not related to the pump or supplies.